Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and no capture were noted on the right ventricular (rv) lead. It appeared the lead may have dislodged into the coronary sinus. High thresholds, undersensing and dislodgement were noted on the right atrial (ra) lead. The rv lead was capped and replaced. Following capping of the ra lead noise was noted on the replacement lead during implant. The replacement lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.